Event description:
It was reported that a patient presented in-clinic for follow-up, loss of sensing was observed. Lead dislodgement was confirmed via x-ray. Lead revision will be scheduled.

Manufacturer narrative:
A partial lead without the distal tip was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the lead was explanted and replaced. During extraction, the tip of the lead broke off and remains in the patient. The physician is not concerned with it being left in the patient. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.